Event description:
An event was reported under the (B)(4) study and classified as noise. The investigator commented that the noise is probably from an external interference source, noise on both leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. (B)(4).